Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that a portion of the cassette sheeting was not welded to the cassette. An underwater pressure test was performed and a leak was identified at the location of the sheeting detachment. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leaking low recirculation homechoice cassette. The leaking cassette was discovered when removing the cassette from the homechoice after peritoneal dialysis (pd) therapy was complete. It was also reported that the cassette sheeting was separated from the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.